Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device was not helping the patient. While troubleshooting, the patient saw a power on reset (por) message on the screen. There were no further complications or anticipations reported with this event.